Event description:
Report alleges pt had some "involuntal" atrophy at times pt denies history of trauma but has had decreasing size and has had two closed capsulotomies in the late 1970's. Pt complains of burning pain in the breasts for six months with the left being greater than the right. Pt also complains of systemic problems including arthralgias (morning stiffness), myalgias, dysesthesias, paresthesias, spasms, numbness, dizzy spells, memory problems, dry nose oral sores, rash on left breast from sun exposure, sensitivity to chemicals, shortness of breast, chest pain, choking sensation, weight gain, gastrointenstinal/genitourinary problems. Pt is otherwise healthy.